Manufacturer narrative:
The customer has provided the correct placement date, which is provided in this follow up report.

Event description:
The customer has confirmed the correct placement date, which is reflected in this follow up report.

Event description:
Loss of osseointegration.